Event description:
Customer reported hospitalization due to diabetes related issued. The blood glucose reading was unknown. Customer stated that she is traveling and left her insulin pump in another town. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.